Manufacturer narrative:
End user returned affected device, evaluation results did not confirm the end user claim. The investigator did conclude the combination of low charge batteries and components not being screwed in all the way could have been the root cause of the customer claim led going out when blade is flolded completely. No further investigation is needed at this time.

Event description:
The customer alleges that "light goes out when the blade is folded out completely." No other details were provided and no patient injury/harm reported.

Manufacturer narrative:
The assembly of the handle was not performed correctly by the end user. Upon review the investigator tightened the threaded fittings of the lamp cartridge, handle head, base of the handle, and attached a blade. All components functioned as intended when the handle was assembled in accordance to the IFU. No further investigation is needed at this time.

Event description:
The customer alleges that "light goes out when the blade is folded out completely." No other details were provided and no patient injury/harm reported.